Event description:
It was reported, to medtronic minimed. That the customer, experienced unexpected battery power loss. The customer received, a battery failed alarm and the pump screen went blank. The customer reported, no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, for the battery failed alarm. The customer continued to experience battery failed alarms, after inserting a new battery with the new battery cap. Advised customer, that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested. And the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self test, active current measurement and sleep current measurement. No low battery alert noted during testing. The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/13/2024 07:58:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and force sensor. The following were noted during visual inspection: missing display window/cover, scratched case and cracked case-corner of belt clip rails. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Unexpected battery power loss, failed batt test and blank display were not confirmed. Exposed to moisture confirmed on pcba1 and force sensor were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.